Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter: (B)(6). Reporter email address: (B)(6).

Event description:
It was reported that the power connection alarm was triggered on the controller when attaching the mobile power unit (mpu) to the black and white cable. Both cables were not seen to receive power when attached to mpu. The mpu was exchanged and the alarms resolved.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of the unexpected power cable disconnect alarm was confirmed with the returned mobile power unit (serial # (B)(6)). The returned product was tested together with laboratory equipment and was able to reproduce an unexpected power cable disconnect alarm while both power cables were connected. Visual inspection revealed a section of the patient cable appeared to be crushed/damaged approximately 23 inches from the connector. Electrical measurement determined there were damaged underlying wires resulting in a shorted condition. Dissection of the cable at this section confirmed compromised underlying wires that attributed to the reported unexpected power cable disconnect alarm. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit will be returned to the rental pool. A root cause for the damage to the cable was unable to be conclusively determined through this analysis. Incidental findings: the provided reference photos captured fractures on the housing. The red battery strap was observed to be frayed device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) shipping information was unavailable. The unit is a rental. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.